Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received a compromised force sensor system alarm during a manual prime. It was also found the mother did not observe numbers appearing when the compromised force sensor system alarm occurred. Customer's blood glucose was unknown. The mother reported the insulin pump was squirting out insulin during a manual prime. The customer was also unable to exit from the preparing to prime loop. Troubleshooting found the customer's drive support cap was protruded. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.